Event description:
Dexcom was made aware on 11/11/2024, that on 11/07/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction that extended beyond the patch perimeter which occurred 10 days after the sensor had been inserted in the arm. The patient had drainage in the area. Prior to sensor insertion the area was prepped with alcohol. The patient reported she made an incision and drainage (I&d) at the sensor insertion site. Multiple attempts to contact the reporter were made to verify the I&d information; however, no other details were obtained. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).